Event description:
It was reported that the procedure was to treat the right superficial femoral artery (sfa) with moderate calcification and 50% stenosis, no tortuosity. During advancement with a guide wire the 5.0x150 mm absolute pro self expanding stent system (sess) became stuck outside the introducer sheath. The absolute pro sess was removed from the guide wire with much force. A new absolute pro sess was used to complete the procedure without any issues. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is returning for analysis. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and difficult to remove were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the absolute pro sess was removed from the guide wire with much force. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Although it was noted the physician used excessive force in the attempts to remove the device, the force applied seemed to be a reasonable clinical response to the difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted multiple device kinks (jacket stabilizer, outer member and inner member); thus resulting in the reported difficult to advance and difficult to remove. Manipulation of the device likely resulted in the noted multiple jacket stabilizer damages (bunched) and the noted distal end of the stent flowered over the tip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Procedure description edited for clarity: it was reported that the procedure was to treat the right superficial femoral artery (sfa) with moderate calcification and 50% stenosis, no tortuosity. During advancement with a guide wire the 5.0x150 mm absolute pro self expanding stent system (sess) became stuck with the guide wire outside the introducer sheath. The absolute pro sess was removed from the guide wire with much force. A new absolute pro sess was used to complete the procedure without any issues. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.